Event description:
It was reported the patient was reprogrammed on 2015-05-20 due to a decline in therapeutic effect. During the reprogramming, the patient¿s healthcare professional (hcp) found high impedance on both sides. An x-ray was done and the leads were found to be fractured. The hcp planned to replace the leads during a revision surgery. Following the revision, the patient was okay.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0206451677, implanted: (B)(6) 2013, product type: lead. Product ID: 3389-40, lot# 0206451679, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the leads were replaced on (B)(6) 2015 and following the revision the patient was doing well.